Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry with the remote monitor. Troubleshooting steps did not resolve the issue. The icm remains in use. No patient complications have been reported as a result of this event.